Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2019, an em815-3221 em files 21mm asst was broken while in contact with the patient. Additional information received on (B)(6) 2019 indicating that the file broke inside tooth of patient during root canal treatment, and the patient was immediately sent to endodontist where broken piece of file was retrieved. The event caused a delay of seven days to the procedure due to the product problem. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. There were two packs of files returned used/processed with broken tip. Without knowing how much pressure was used to the files while in use, the root cause is undetermined. The complaint report has been confirmed. The root cause has not been identified as a workmanship or material deficiency. Device identifier: (B)(4).